Event description:
It was reported the asymptomatic patient presented for an explant procedure for an unknown reason. During explant, it was observed the header of the implantable cardiac monitor broke off. The explant continued and was completed without further issue. There was no replacement. There were no patient consequences.

Manufacturer narrative:
Analysis was completed. Visual inspection found the device with a broken header which is consistent with explant damage. The device was otherwise normal.